Event description:
It was reported that a pt underwent a sling procedure via the vaginal approach during 2003. They noted that the pt was extremely thin. The procedure went well with an easy vaginal dissection. The physician did a post op cystoscopy and everything was good. Post operatively the pt complained of abdominal pain. The physician did an abdominal exam and it was benign. The following morning, the pt had increased abdominal pain and now acute abdomen with rebound and guarding noted. Kub was done and was negative. CT was performed and showed free air. A general surgeon consult was done and an exploratory laparotomy was performed. Stool in the peritoneum was noted. The small bowel was pierced. The physician noted that the pt did not have the normal retroperitoneal space. There was an intraperitoneal placement of the tape on the left. Pt underwent a small bowel resection and anastomosis after they resected the peritoneal portion of the tape. Pt spent two weeks in the hosp post op recovery from the resection. Pt is under treatment for inflammatory bowel disease, which flares up from time to time. Pt is continent.